Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date implanting competitor product. Subsequently, patient was revised on (B)(6) 2014 due to cup loosening. The acetabular cup was removed and replaced with a biomet cup. Patient was further revised on (B)(6) 2015 due to cup migration. The acetabular cup was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, excessive weight, or excessive, unusual and/or awkward movement and /or activity."